Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number nor product code was provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when using capio sutures, 2 harpoons, attached to the sacrospinous ligament through forceps, dislodged from the wire during the 1st and 3rd passages. Presence of 2 free harpoons in the sacrospinous ligament not linked to a wire: risk of migration that can have potentially serious clinical consequences for the patient. Need to change the medical device in order to continue the procedure. Extension of the procedure length.